Manufacturer narrative:
Continuation of concomitant medical products: product ID 3708260, serial# (B)(4), implanted: (B)(6) 2008, ubd: 04-dec-2011, UDI#: (B)(4), product type: extension; product ID 3998, ubd: 28-jul-2009, UDI#: (B)(4), lot# j0546231v , implanted: (B)(6) 2005, product type: lead; product ID 3550-29, lot# n503243 , product type: accessory if information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient was scheduled for a battery replacement as her ins was at  end of life.  They went to connect the new ins battery and used a new plug for port, but when ran impedances all were oor (out of range). There were no contributing factors that they were aware of. The physician put the lead in the top port and new plug in the bottom port of the ins battery and closed up the pocket. They would schedule for a future date to remove her extension and old paddle lead and replace with a new one. No date and time provided yet.

Manufacturer narrative:
Continuation of d10: product ID: 3708260, serial# (B)(6), implanted: (B)(6) 2008, product type: extension. Product ID: 3998, lot# j0546231v, implanted: (B)(6) 2005, product type: lead. Product ID: 3550-29, lot# n503243, product type: accessory. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Rep reported that pt had her system replaced as was previously planned. Old 2x4 lead and adapters were taken out and a new MRI-cs lead was placed at mid t8 and hooked up to a new battery as the physician thought there was some possibility of infection. Md opted to utilize tyrx. All conductivity was good and then impedance within normal limits. Explanted product was requested to be sent in for follow up.

Manufacturer narrative:
Continuation of d10: product ID :3708260, serial# (B)(6) , implanted: (B)(6) 2008, product type: extension. Product ID: 3998 lot# j0546231v, implanted:(B)(6) 2005, product type: lead. Product ID: 3550-29, lot# n503243, product type: accessory. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that the explanted devices were not in the manufacturer representative¿s (rep¿s) possession, but were requested post pathology. The rep gave the nurse their card, but they had not been called or had the device returned to them.

Manufacturer narrative:
Continuation of d10: product ID 3708260 lot# serial# (B)(6), implanted: (B)(6) 2008, explanted: (B)(6) 2022, product type extension product ID 3998 lot# j0546231v serial# implanted: (B)(6) 2005, explanted: (B)(6) 2022, product type lead product ID 3550-29 lot# n503243 serial# implanted: (B)(6) 2015, explanted: (B)(6) 2022, product type accessory corrections: implant/explant dates, h6/additional codes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.